Event description:
Patient went to or for placement of tracheostomy tube and returned for post-op. While rt was hooking patient back to the vent, rt noticed the tracheostomy tube was free floating in and out of the phalange. Anesthesia and critical care team used blue rhino and stylet to insert a new tracheostomy tube.